Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the mcs20 clips would not fire out of the device. There was no consequence to the patient.